Event description:
It was reported that during a gall bladder procedure, the clips would not advance. The device released only one clip. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 02/24/2009. Eval summary: the analysis results found that the el5ml device was returned with the jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws condition. No conclusion could be reached as to what may have caused the found damage. The reported event could not be confirmed. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.